Event description:
This health care worker began working in the dental health field in 1978. While doing this work healthcare worker was at various times exposed to latex gloves. Healthcare worker developed reactive airway disease, allergic rhinitis, chest tightness, shortness of breath and wheezing. Reportedly, these symptoms were caused by exposure to latex protein sensitization. Healthcare worker has been diagnosed as having type I latex allergy.